Event description:
A customer reported a malfunction on their insulin pump. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer. The customer was informed that they would continue using the current pump for insulin delivery as there was no backup available.